Event description:
A (B)(4) distributor contacted zoll customer support to report that a patient was receiving frequent check electrode belt messages. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (check electrode belt messages) has been confirmed. Upon investigation the monitor's driven ground relay was not functioning. The cause for the failure was isolated to an open driven ground relay resistor r781 on the monitor c/a board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.